Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functioning as expected. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.

Manufacturer narrative:
The ventilator engine and consolidated ventilator interface board were replaced.